Manufacturer narrative:
Field service was on site and performed a system check. The reported problem was not duplicated. The stellaris passed functional and diagnostic test.

Event description:
The user facility reported the stellaris system shut down during surgery. They checked, but there were no issues with the power cord. The system was rebooted and the surgery was completed. ((B)(4))